Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during drain 1 of 6. It is unknown if the patient was able to complete their treatment. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The patient continued to use the cycler, however, an additional fluid leak occurred which prompted ts to replace the machine (see MFR report # 2937457-2023-01053).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during drain 1 of 6. It is unknown if the patient was able to complete their treatment. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The patient continued to use the cycler, however, an additional fluid leak occurred which prompted ts to replace the machine (see MFR report # 2937457-2023-01053).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.